Event description:
The report indicated that the customer experienced high bg's (256mg/dl) within two hour of activating a new pod. A bolus had been administered but was unsuccessful at lowering his levels. The pod was removed and replaced and will be returned for eval.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fully inserted the cannula due to an improperly installed component. The user failed to note this condition upon placing the pod, which would have been visible through the viewing port. The product user guide instructs the user to "check infusion site frequently for proper cannular placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriate to any issues. The patient remedied the situation by removing and replacing the device per user instructions.